Manufacturer narrative:
Based on the claim against the product by the customer noting clip application issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier was analyzed and found to fail the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed engagement and was able to retain clip through engagement but could not apply the clip. The instrument failed the clip test on one of two attempts. Additionally, the instrument was found to have a bent grip and the tip does not align with the other grip. As a result, the instrument failed the clip test. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of difficulty applying a clip is attributed to misaligned grips leading to a loss of functionality. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the clip applier would not apply the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use. Medium sized clips were used with the clip applier instrument. Medium sized clips were used by surgeon on the vessel structure. No vessel or tissue bundle were greater than the specified diameter. The issue occurred on the first clip application. A backup clip applier was used to resolve the issue. The procedure was completed robotically as planned. The patient demographic information was not available.